Manufacturer narrative:
The ge rep performed an on site investigation. The connector was tightened and the belt tension on the orbital potentiometer was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed a motion error message. No report of pt injury.